Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "error of inspector". The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the provider took the urinary catheter out of the sterile packaging, the tip of the foley catheter below the balloon where the inlet holes were appeared moldy. Product packaging appeared intact. Product did not come in contact with anything but ky jelly prior to noticing the moldy appearance.

Event description:
It was reported that when the provider took the urinary catheter out of the sterile packaging, the tip of the foley catheter below the balloon where the inlet holes were appeared moldy. Product packaging appeared intact. Product did not come in contact with anything but ky jelly prior to noticing the moldy appearance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.